Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in (B)(6) 2023. The device was not returned, and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient alleged they thought it could be related to the minicap recall. It was not reported the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. The patient was recovered from the peritonitis. Action with pd therapy was not reported. However, it was reported the patient was transferred to hemodialysis therapy two months after the onset of the event. No additional information is available.